Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted on an unknown date. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at. The complainant also listed the following physician associated with this complaint: (B)(6).